Event description:
Healthcare professional reported patient was pretreated with lmx and injected with 2ml of juvéderm® volift¿ with lidocaine into the marionette lines (1ml into the right side and 1ml into the left side) and 1ml of juvéderm® volbella¿ with lidocaine in the peri-oral lines with cannula. Roughly 2 months later, patient had a covid 19 episode (not device related) and reported after this episode, they had sudden onset of left and right "swelling/lumps/mass" that were "obvious to the left lower jaw and right lower jaw" and caused "emotional aesthetic distress." Healthcare professional assessed the patient next day and noted the nodules in the face above areas of the juvéderm® volift¿ with lidocaine injections in the marionette lines described as "palpable and non fluctuant lump to left side marionette approx 3-4cm in diameter and 3-4cm in diameter to right marionette." Nodules were "firm to soft to touch" and were "not painful, not tender". Nodules were getting bigger and symmetrical in origin. It was also noted skin was intact and in normal color and not hot to touch. Treatment consisted of dual therapy antibiotics of doxycycline 100mg bd 14/7 and clarithromycin 500mg bd 14/7. Events are ongoing. This is the same event and the same patient reported under MDR #3005113652-2022-00257 (allergan complaint # (B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Concomitant medical products concomitant therapies: juvéderm® volbella¿ with lidocaine. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of covid infection, deemed not device related is considered an unexpected adverse drug experience.